Event description:
After switching to essure immediately from mirena iud, due to health issue from the iud when implanted, I have since had a decline in health. I've been dx with ibd, joint pain, pelvic pain, severe depression, anxiety, cystic acne, lightheadedness, worsening cramps and pain during intercourse. I really thought I was the only person who was dealing with unanswered issues. Continued medical issues and worsening health since implantation of both the iud and essure. Both implantations were extremely painful, as well as checking that implantation was successful and extremely painful.